Event description:
The reporter contacted animas on (B)(6) 2013 and stated the up and down arrow keypad buttons were hyper responsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/14/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up, down, and ok buttons were unresponsive; the contrast button was responsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was found to be dim/discolored. A test screen was inserted and functioned appropriately.